Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4) and (B)(4). Summary: the hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), the umbrella, which is used to seal the aorta, cannot be folded up. You can fold it up in the loading device and slide it into the holder, but it jumps out again immediately. They tried it on several packs and it popped out every time. They reported that after folding and in the tube of the charger, the parachute would not sustainably charge and it jumped out of the charging position again at step 4. They recommended to their colleagues to roll up the umbrella with their fingers and put it back into the loading device tube, but it didn't work every time. A replacement device was used to complete the procedure. There was a procedural delay. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d10 -corrected to "yes" device returned, h3- if other provide code -explain- corrected to- device returned, h6- type of investigation-corrected to- device returned, h6-investigation findings-corrected from ¿3221¿ to ¿13". The device was returned to the factory for evaluation on 08/25/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The intact seal was observed in the loading device window. There were no visual defects observed. A visual inspection was conducted on 09/06/2023. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the delivery device with white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. No cracks or delamination was observed on the intact seal. Measurements of the delivery device were taken; ;the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2. 49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.